Event description:
Customer reported that a lab tech splashed the red cells and plasma on her face when placing a gel card down. The splash contents did not go into the tech's eyes or mouth. The customer had called to request info related to viral testing performed on the product. Info regarding the viral testing performed on the product was provided to the customer. The lab tech washed her face immediately and reported the incident to the appropriate individuals at the cusotmer site. She was able to continue working.